Event description:
It was reported that the "up, down and audio bolus" buttons are not responding. The patient wears the pump under a garment against their body.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and have intermittent spring back. There was evidence of keypad adhesive found under all key contacts.